Event description:
The customer reported the sample pipettor dripped fluid and ultrasonics system errors involving the unicel dxi 800 access immunoassay system. The customer stated quality control (qc) was out of specification. Patient results were not impacted. There was no report of patient consequence or change in patient treatment associated with this event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) observed the sample pipette tubing leaked and replaced the tubing. The fse also replaced the instrument pipette #3 transducer and the pipette service loop/ tubing to resolve an ultrasonic issue on reagent pipettor #3. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. Beckman coulter internal identifier for this report is (B)(4).